Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital two weeks prior to surgery because the device did not work properly. Upon inspection, a crack was found in the left cylinder connecting tube. During the procedure, the pump was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cx is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. Visual inspection revealed that the pump tubing was cut down to the pump block. The pump passed the leakage test. Functional testing revealed that the pump passed all activation tests performed. Based on the available test results and investigation, product analysis was unable to confirm the reported mechanical issue or the allegation of hole/perforation, as no abnormalities were identified in the returned portion of the pump and the tubing necessary for evaluation was not available. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal evidence of device misuse, off-label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital two weeks prior to surgery because the device did not work properly. Upon inspection, a crack was found in the left cylinder connecting tube. During the procedure, the pump was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cx is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. Visual inspection revealed that the pump tubing was cut down to the pump block. The pump passed the leakage test. Functional testing revealed that the pump passed all activation tests performed. Based on the available test results and investigation, product analysis was unable to confirm the reported mechanical issue or the allegation of hole/perforation, as no abnormalities were identified in the returned portion of the pump and the tubing necessary for evaluation was not available. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal evidence of device misuse, off-label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cx is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital two weeks prior to surgery because the device did not work properly. Upon inspection, a crack was found in the left cylinder connecting tube. During the procedure, the pump was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cx is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital two weeks prior to surgery because the device did not work properly. Upon inspection, a crack was found in the left cylinder connecting tube. During the procedure, the pump was explanted and replaced. There were no patient complications reported.